Event description:
It was reported that a catheter issue occurred. The target lesion was located in the moderately calcified and moderately tortuous vessel. An opticross hd imaging catheter was selected for ultrasound examination of the target lesion. During preparation, a dark image appeared, and air ingress occurred during flushing. The procedure was completed with another of the same device. There were no patient complications.